Event description:
Reporter alleged the customer obtained a result of 147 mg/dl on the advantage system while she had slurred speech, a numb tongue, and was very weak which are her hypoglycemic symptoms. Reporter stated the customer was taken to the hospital by her family and a result of 40-49 mg/dl was obtained on their system. Reporter stated the customer was given a d-50 IV and was tested for a stroke. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.